Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head broke off in the middle - oral-b [device breakage] case narrative: consumer via e-mail reported that the oral-b toothbrush head broke off in the middle. No injury was reported. 05-oct-2024 via image: the suspect product was oral-b power oral care refills io series. The concomitant product was oral-b rechargeable toothbrush, io. No injury was reported.